Event description:
Customer reports the following: "keep getting air in chamber alarm when no air bubbles seen. No adverse reactions reported." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was reviewed by lake zurich technical team and air alarms were found, therefore the reported event is confirmed. The reported device was not returned to france for investigation as repairs were carried out locally by lake zurich technical team. The ocs test was carried out and was failed (air bubble alarm). Upon further inspection and testing, it was found that the air in line sensor could not be calibrated. Therefore, the air in line sensor was replaced and the pump was cleaned, post service tested per quality control check list and passed the pm then it was released for use. The replaced spare part was sent back to brézins for investigation. Upon visual inspection, the investigator found oxidation of the ceramic; despite this he checked the detector with the us volumat tester to verify the complaint. He started with maintenance test 14 to read the detector value and he found that the tube value with water was out of tolerance. He observed that the ceramic values of the detector between manufacture and now have drifted below the required level as below : the valmax2_limit value was 1747 lsb or 2167 mv at manufacture and now its value is 278 mv. At this value, the pump will still detect air bubbles in line with the alarm, preventing the device from operating or being recalibrated. Therefore, the reported event is confirmed and the reason for the failure is due to a drift of the ultrasonic sensors, probably caused by a weakness in their bonding. A CAPA is addressing this issue and corrective action have been implemented since the manufacturing of the reported device. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.